Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g4, h2, h3, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction blackout was due to issues with the printed circuit board (ad board) and the printed circuit board (if board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blackout. The issue was found during reprocessing. There were no reports of patient involvement.